Event description:
A customer contacted baxter's technical service center regarding a system error 2240 and 2367 alarm that appeared on the homechoice (hc) unit during drain 4 of 4. The home patient (hp) was connected. The hp had already cleared the alarms and called the nurse regarding the air detect alarm. The hp found a slice in the patient line. The hp noted that he does open the boxes of cassettes with a case cutter. The hp would talk to the nurse again regarding the air detect alarm and being connected. A follow up call was made to the hp and he stated that he was not sure how the slice got in the patient line. The hc unit was operational. No patient injury or medical intervention was reported.

Manufacturer narrative:
Sample was discarded by the customer.